Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had post-operative bleeding that required chest exploration. Bleeding was observed in a small branch of mammary artery which was cauterized. Left chest was irrigated and closed without complication. Patient was transfused with 2 units of packed red blood cells (prbcs) in 24 hour time period. Bleeding resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support with no further related issues reported. (B)(4) was available at the time of the reported event. Bleeding is listed as an adverse event that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The manufacturer is closing the file on this event.